Manufacturer narrative:
Corrected field : device available for evaluation. It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. This report has been updated with the corrected information. The valve was returned for evaluation. No complete catheters were returned for evaluation; however, small pieces were still attached to the proximal and distal connectors of the valve. The end of the distal catheter was visually inspected; the end of catheter appeared to be clean cut. The proximal catheter was visually inspected the end of the catheter seems to be clean cut no signs of ligature was noted on the catheter. A review of manufacturing records was not able to be performed, as no lot number information was provided. The root cause for the problem reported by the customer could be due to the fact that the catheter was not tied onto the connector or the catheter has come into contact with a sharp or pointed object. As noted in the IFU, it is recommended that the catheter be sutured to the connector and that the silicone has a low tear and cut resistance. Trends will be monitored

Manufacturer narrative:
(B)(4). Multiple attempts to obtain the sample have not been successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2018-10703 for information regarding the second product reported in this event.

Event description:
As reported by the affiliate, a medos catheter disconncected from the certas plus valve and was revised. There is no report of symptoms associated to this event. The device is available for return.